Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d iii assay results for 5 patient samples on a cobas 8000 - cobas e 602 module. On (B)(6) 2022, patient ID (B)(6) had an initial vitamin d result of 18.46 ng/ml. The repeat result was 9.98 ng/ml. On (B)(6) 2022, patient ID (B)(6) had an initial vitamin d result of 22.91 ng/ml. The repeat result was 15.25 ng/ml. On (B)(6) 2022, patient ID (B)(6) had an initial vitamin d result of 29.99 ng/ml. The repeat result was 17.48 ng/ml. On (B)(6) 2022, patient ID (B)(6) had an initial vitamin d result of 39.37 ng/ml. The repeat result was 25.96 ng/ml. On (B)(6) 2022, patient ID (B)(6) had an initial vitamin d result of 18.52 ng/ml. The repeat result was 11.93 ng/ml. The initial results were reported outside of the laboratory. The vitamin d reagent lot is 63009800 and the expiration date is 28-feb-2023.